Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, blood was leaking from the hemostasis valve after placing the introducer into the vein. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to a leak from the hemostasis valve. The sheath had been punctured proximal to the distal tip. The sheath was flushed with water; water was noted to leak from the aforementioned puncture. The sheath passed aspiration leak testing with no anomalies observed. A pressure leak test could not be conducted due to the aforementioned puncture to the sheath. The seal was microscopically inspected; no visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the puncture and reported leak from the hemostasis valve remains unknown.